Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the anchor site and stated that the anchor migrated towards the surface. The patient will undergo a revision procedure wherein the anchors will be buried deeper.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the anchor site and stated that the anchor migrated towards the surface. The patient will undergo a revision procedure wherein the anchors will be buried deeper.